Manufacturer narrative:
The pump passed the displacement test and self test. Moisture damage was found on the electronic assembly during visual inspection. P-cap/reservoir locked properly in place. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received with cracked case on the back at the battery tube area and belt clip rail case corner.

Event description:
Information received by medtronic indicated that the insulin pump had moisture underneath the screen and cracked at the backside of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.